Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self -test. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Unit passed the displacement accuracy test (dat) with 0.0873 inches. Pump did not pass the sleep current measurement test due to high currents. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. No pump error 82 alarm noted during testing. Pump error 81 alarm was found in the history files on 09/16/2023 04:40:58.000. Pump error 82 was found in the history file on 09/16/2023 04:40:58.000. Motor was tested outside of the device on the stb3 station and passed. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Pump error 81 was confirmed due to pump error 82. Unable to confirm pump error 82 for software anomaly due to insufficient data in the detail trace file, traces begin after the event date on 09/26/2023 08:41:00.000, problem isolated to the electronic assemblies. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received insulin pump error 81 and 82 alarms. No additional details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the pump or not and will be returned for analysis.